Manufacturer narrative:
The customer did not report any system issues and reported they repeat tested several access accutni+3 samples and all samples had reproducible results. The access accutni+3 reagent pack was not returned for evaluation. In conclusion, the cause of the reproducibly elevated access accutni+3 results cannot be determined with the available information. FDA medwatch number is mw5056848.

Event description:
The customer reported a reproducibly elevated troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer repeat tested the sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained reproducible results, above the normal reference range of the assay. The customer reported the elevated access accutni+3 result outside the laboratory. The customer reported the patient was diagnosed with having a myocardial infarction based upon anomalies on a computed tomography scan (CT scan), clinical presentation and the elevated access accutni+3 result. The patient was transferred to an alternate facility. The patient had a negative troponin I (abbott) result at the alternate facility. The customer did not report any system issues and reported they repeat tested several access accutni+3 samples and all samples had reproducible results. Access accutni+3 quality control (qc) was within range prior to and after the reported event. Samples were lithium heparin plasma centrifuged at 3700 revolutions per minute (rpm) for ten (10) minutes. No issues with sample integrity were reported by the customer.